Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a stent deformation occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified distal left anterior descending artery (lad). Physician was attempting to open up the distal lad which had known multiple layers of unspecified stents that had restenosis. An unknown guide wire was advanced and crossed the lesion. The physician attempted to get the 20mm x 1.50mm emerge balloon catheter to cross the lesion; the balloon got "wedged in the lesion and never got down beyond the lesion he was attempting to balloon". Inflation was performed twice during the third inflation the balloon ruptured at 14atms. They physician stopped the procedure at that point in time. There was no improvement in patients' blood flow beyond the lesion they were ballooning. No patient complications were reported.

Event description:
It was further reported that balloon ruptured occurred not a stent deformation as previously reported.